Event description:
Staff alleges that the head hilow will slowly drift down. No injury reported.

Manufacturer narrative:
Bed located in bed shop. Technician found the head hilow would slowly drift down. Replaced the down valve to resolve this issue.